Event description:
It was reported that the patient complained of heaviness, numbness, and pain in their shoulder. There was t-wave oversensing (twos) exhibited with the right ventricular (rv) lead, however the electrophysiologist later determined that this was a temporary event likely due to the patient's electrolytes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.